Event description:
It was reported that the user experienced a sensor pairing issue with their cgm used with the ilet, where the app indicated the sensor was already paired but no glucose readings appeared despite multiple pairing attempts and sensor toggling; the user was advised that a new cgm sensor would be required and was instructed to use bg run mode with manual blood glucose entry until a replacement is available. Symptoms included no sensor glucose data available for automated insulin dosing. Outcomes included temporary reliance on manual blood glucose entry and suspension of automated glucose control. Investigation included user-guided troubleshooting, application pairing attempts, and education on interim operation. Investigation of this case revealed a sensor pairing failure consistent with a nonfunctional or faulty cgm sensor component. It was concluded, based on previously established findings for similar reports, that the cause was a defective cgm sensor requiring replacement.